Manufacturer narrative:
Usage of the device: the usage of the power module 14 volt patient cable (lot # 34990390911) is not known to the MFR as the pt cable is not labeled for single use. The MFR is attempting to acquire the pt cable for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator noticed a pump stop when reviewing the pt's historical log file. The pt stated the power module pt cable got caught on his recliner which then kinked the cable causing a red heart alarm. The pt stated that the alarming stopped when he straightened his chair out. The log file was reviewed by the MFR and confirmed the reported pump stop.